Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The investigation discovered the customer's ise calibration results had data flags on the date of the event for both ise modules. The investigation reviewed the customer's qc results and the results were acceptable. Based on the available information, there was no indication for a performance issue of reagent. The investigation reviewed the system's alarm trace and no abnormal alarms were discovered. The customer's sample pre-analytical details were requested but not provided. The field service engineer discovered air within the internal standard syringe. He replaced the tubing from the internal standard reagent bottle to the valve. He completed ise checks with acceptable results. After service, the customer completed calibration, qc, and precision testing with passing results. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for three patients tested on a cobas 8000 cobas ise module. The initial results were reported outside the laboratory. The customer performed a patient comparison study with a different analyzer and noticed results were running low. Patient 1's initial k result was 3.8 mmol/l, and the patient's repeat result was 4.4 mmol/l. Patient 2's initial na result was 124 mmol/l, and the patient's repeat result was 131 mmol/l. Patient 3's initial na result was 134 mmol/l, and the patient's repeat result was 142 mmol/l. The medical director determined the repeat results were correct and corrected reports were provided. The na and k electrode lot numbers and expiration dates were requested but not provided.